Event description:
During bronchoscopy ebus [endobronchial ultrasound] the stylet on the single use aspiration needle, 19g, became stuck and would not advance or withdraw. Specimens could not be obtained, and new device (21g) obtained to continue procedure and retrieve specimens.